Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.3, 1.4. Date: (B)(6) 2010, inr: 1.9, 2.0.